Manufacturer narrative:
Investigation report: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR. Report: 1221359-2022-03289.

Event description:
The consumer reported false positive results with the binaxnow covid-19 antigen self-test for one patient performed on unknown dates. This MFR. Report addresses test two (2) of two (2) the consumer reported a false positive result with the binaxnow covid-19 antigen self-test. Confirmation testing was performed via an unknown rapid platform and generated negative results. No additional patient information, including treatment and outcome, was provided.